Event description:
Customer reported a hospitalization due to low blood glucose. She stated that she was seven months pregnant and that she was wearing a sensor that gave her inaccurate readings. The blood glucose reading was 23 mg/dl and she had blacked out before an ambulance arrived. The insulin pump had shown the blood glucose reading to be at 106 mg/dl. Customer was wearing the insulin pump at the time of the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.